Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a nc emerge balloon catheter. The balloon was loosely folded with blood in the lumen and contrast in the balloon. The tip, balloon, and markerbands were microscopically inspected. Inspection revealed a pinhole in the balloon material, 2mm proximal from the distal markerband. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified mid right coronary artery (rca). A 3.75mm x 12mm nc emerge balloon catheter was advanced to dilate the lesion. However, the balloon did not inflate completely and upon the 3rd inflation at 16 atmospheres for 10 seconds, the balloon ruptured. The device was replaced with another balloon but the balloon also ruptured. The device was completely removed from the patient's body and the procedure was completed with a 4.0mm non-bsc device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified mid right coronary artery (rca). A 3.75mm x 12mm nc emerge balloon catheter was advanced to dilate the lesion. However, the balloon did not inflate completely and upon the 3rd inflation at 16 atmospheres for 10 seconds, the balloon ruptured. The device was replaced with another balloon but the balloon also ruptured. The device was completely removed from the patient's body and the procedure was completed with a 4.0mm non-bsc device. No patient complications were reported and the patient's status was good.